Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Although the lead has not been returned, sjm was provided the carelink transmission which indicated "potential device or lead performance issues(s) observed." Several electrophysiologists have reviewed this information and concluded that there is no evidence provided to support the claims that the "lead failure indicator was triggered and that the full charge was not deliver red many times when shock was indicated". There is no indication from the report provided of lead related abnormalities based on measured impedances, impedance trends, successful hv therapy and ventricular capture during delivery of atp and biv pacing.

Event description:
Per MDR report key (B)(4), the following was reported on a medtronic maximo ii crt-d model d284trk which was connected to a durata lead. "It was reported that the patient went into ventricular fibrilation which was properly sensed and identified by the implantable cardiac defibrillator. The lead failure indicator was triggered. The full charge was not delivered many times when shock was indicated. The rhythm was not terminated and the patient expired."